Event description:
Caller reported an issue with a continuous glucose monitor (cgm) displaying an error. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, allowing the caller to successfully start a new sensor session. Caller chose to load a new insulin cartridge without further assistance.